Event description:
The pt reported that subsequent to the implant of a protegen sling, she experienced hematuria, fever, urinary tract infections, severe pain. Discharge and odor.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.